Event description:
Customer reported being hospitalized due to diabetic ketoacidosis. Blood glucose level at the time of admission was 545 mg/dl. Customer reported being dizzy, nauseous, thirsty, and irritable. Customer also reported that the insulin pump returned a motor error alarm. Customer began the troubleshooting process, but did not wish to complete it. Blood glucose level was 202 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.